Event description:
It was reported to the manufacturer that a trilogy ev300 ventilator failed active exhalation verification testing. There was no patient involvement, and no harm or injury reported. During the evaluation of the device the reported test failure was confirmed. A philips field service engineer replaced the trilogy evo 3-way solenoid valve and the trilogy evo proportional valve to address the issue. Complete product verification testing was completed and all tests and calibrations were found to be within specifications and passed testing. The device was handed back to the customer fully repaired and tested and placed back into full clinical service ready for patient use.